Event description:
On 05/2002, the manufacturer's representative received information from the patient's attorney that states the following: in 2000 the mediport was inserted. 4 months later, the device was removed and discarded. In february 2002, they learned that a piece of the device catheter remains in the patient's body.